Event description:
Customer reported that he has been experiencing differences in sensor glucose versus blood glucose readings. Customer stated that there may be a 20 to 30 point difference between the sensor and blood glucose values.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.